Manufacturer narrative:
Return of the neoblue 3 led panel involved in the complaint was requested, but the led panel was not returned. Although it was reported that installing a replacement led panel resolved the issue, the root cause of the led panel failure could not be determined because the led panel was not returned.

Manufacturer narrative:
Replacing of the led pn # 001841 resolved the issue. Customer confirmed the replacing of led, passed the inspection. Customer has not provided intensity level readings. Investigation is ongoing.

Event description:
On (B)(6) 2017 the customer reported to natus medical that their neoblue 3 had leds that were out/missing on the panel. Per the customer few of the amber leds on the panel were not illuminating. Customer did not provide intensity level readings. The customer confirmed replacing of the led resolved the issue. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.